Event description:
It was reported that the pump battery would not charge, even after attempting different outlets and chargers. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy and a replacement pump was arranged to be sent. Customer was also guided to put the pump into storage mode and return it using a pre-paid label.